Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 971.9 mcg/day) via an implanted pump. The hcp reported that at the patient¿s last refill the expected reservoir volume (erv) was 5.3 ml, but the actual residual volume (arv) was 11 ml. There were no therapy issues although the patient stated that he had always had tightness/spasticity to his legs which he had prior to the pump implant. It was noted that the physician felt that the pump was helping the patient.